Event description:
During removal of instrument during the surgical procedure, three x20 hex screwdriver became stripped and the metal could not be removed from the screw heads. A power saw used to drill the metal out and, as a result, the procedure was prolonged by 40 minutes.